Manufacturer narrative:
Additional information was added in section a. On 20-aug-2025, the following additional information was obtained: the customer confirmed that the system functionality was checked upon powering on the system and everything was working perfectly fine prior to this case. The customer had done a splenectomy prior to this case with no issues. The customer confirmed that the system initially powered on without errors and the system was working fine until the erbe just stopped working. There was no patient injury as a result of the issue and the customer confirmed that the patient was not harmed during this incident. The procedure had to be converted to open, and a bigger incision had to be made instead of the routine small incisions for the ports. The customer clarified that the case was converted to open because it was towards the end of the case and a bigger incision had to be made in order to complete the procedure. The customer confirmed that the patient tolerated everything quite well, but it was very inconvenient and did add extra time on to the case that was unnecessary. The customer stated that the conversion to open also contributed to the cost of the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and upon visual inspection the fuse box was damaged, and the fuses were placed incorrectly. The erbe was unable to power on confirming the reported problem. The probable root cause of this issue is attributed to the faulty component of erbe.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that the erbe lost power and went black. Before calling, they attempted to power cycle the vision side cart (vsc) and ensured everything was plugged in, but there was no change. They also tried using another outlet, again with no change. Their biomedical team checked all breakers, which were confirmed shut, and verified that the vsc had power. The biomedical team was investigating if there was a fuse issue. The customer decided to convert the procedure to laparoscopic and undocked the system. Error logs were uploaded, but no errors were noted. The procedure was converted to laparoscopic surgery with no reported injury.